Event description:
I have done essure procedure permanent contraception made by conceptus, inc on (B)(6) 2011. After three months later, (B)(6) 2011 I have done my f/u on essure doing hsg procedure. The report said my fallopian tubes 100% blocked. As soon I got essure my periods started acting not normal such as heavy bleeding, abdominal sharp pain, missing periods. During the intercourse, I definitely feel the coils inside of me that is very uncomfortable. In (B)(6) 2012, I have missed my periods, came to the doctor complaining about all of this. I did and it was negative. Next month, I have some spotting during my periods. Another month, I have missed my periods again. In (B)(6), I was traveling to another country, went to the store and have had a heavy bleeding miscarriage. I was transported to the hospital where the doctor has confirmed a fact of miscarriage. Came back home, went to my ob. He did ultrasound and blood work. He has confirmed I was about 3 months pregnant. I was very frustrated and shocked. I have bought a solution (essure) that doesn't work and put my life in danger. Now, I have to remove it doing a major surgery. On the top of it, I have to lose my organs due to the coils can't be removed by itself. Yet, I have to cover all financial expenses related to essure. This product must be out of market to prevent ruining women's lives and health. Reason for use: permanent contraception.